Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing resulting in pacing inhibition was observed. Lead provocative testing and pocket manipulation were performed; however, the oversensing was not reproduced. Lead insulation damage was suspected but not confirmed. The patient will be monitored remotely and was in stable condition.